Event description:
It was reported that during a procedure (B)(6) 2012 of the mildly tortuous, heavily calcified, 90% stenosed, left anterior descending (lad) artery and the proximal diagonal artery, predilatation was completed using a non-abbott balloon in the proximal lad and a 3.0 x 18 mm xience v stent was implanted at 9 atmosphere (atm) without issue. Post dilatation was completed with a non-abbott balloon catheter at 20 atm in both the lad and diagonal at 6 atm. Additional post dilatation of the lad using a 3.0 x 12 non-abbott balloon at 12 atms and a 1.25 mm non-abbott balloon in the diagonal at 14 atm was performed. Intravascular ultrasound (ivus) was performed. Further dilatation with a 2.75 mm non-abbott balloon in the diagonal at 10-16 atms was performed. It was noted that due to the calcification a rotablator was not used and the procedure was completed after ivus. Additionally, angiography showed 25% stenosis remained. The patient presented to the hospital (B)(6) 2012 with an infection observed in the puncture site. During the visit the patient had a fever and became sick and vomited medication. The patient also experienced chest pain (B)(6). The patient underwent percutaneous coronary intervention to treat thrombosis; the lad was totally occluded. The thrombus was aspirated with a non-abbott catheter and timi 3 flow was improved. Ivus was performed and the lesion was dilatated at 20 atm using 2.75 x 12 mm non-abbott balloon catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician did not know if there was a correlation between the thrombus and the device and it may have been from the lesion calcification, dehydration triggered by the fever and vomiting, or possibly from the infection which may have impaired the clotting. There was no reported adverse patient sequela. Though requested, no additional information was provided. In this case, there was no reported product deficiency. The reported patient effect of angina, fever, nausea/vomiting, infection, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.